Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a procedure, the programmer was having a telemetry problem and then suddenly turned off. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer was having a telemetry problem or that the programmer would suddenly turn off. Analysis found no functional problem. It was indicated that the case was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.